Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. The customer's blood glucose level was between 54-500 mg/dl.